Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues with loss of capture (loc). The patient underwent a revision procedure, and this ra lead was explanted and successfully replaced. No additional adverse patient effects were reported. This ra lead is not expected to be returned to boston scientific since it was retained by the explanting hospital.